Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the instruments showed evidence of fracture at the tip. Root cause of the event was most likely attributed to excessive force or bending overload. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00102 / 00103).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00102 / 00103).

Event description:
It was reported patient underwent initial hip arthoplasty on (B)(6) 2015. During the procedure, the tip of two drill bits fractured. A backup device of the same size was used to complete the procedure. There was no delay in procedure, but fractured pieces had to be retrieved from patient.

Event description:
It was reported patient underwent initial knee arthroplasty on (B)(6) 2015. During the procedure, the tip of two drill bits fractured. A backup device of the same size was used to complete the procedure. There was no delay in procedure, but fractured pieces had to be retrieved from patient.